Event description:
It was reported that during a stenting treatment procedure the catheter became stuck on a stent. Access was obtained via the femoral artery. The 90% stenosed lesion being treated was located in the moderately tortuous, mildly calcified right coronary artery (rca). The physician implanted a 2.5x15mm promus stent in the distal rca, a 2.75x18mm promus stent in the mid rca, and a 3.5x23mm promus stent in the proximal rca. The physician was using a atlantis sr pro 2 intravascular ultrasound (ivus) catheter for post-imaging of the implanted stents. Upon removal of the device the ivus catheter's guide wire exit port became stuck on the 2.5x15mm promus stent. The physician advanced the ivus catheter several times releasing it from the stent. The 2.5x15mm promus stent remained undamaged and the ivus catheter was removed. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, the catheter became stuck on a stent. Access was obtained via the femoral artery. The 90% stenosed lesion being treated was located in the moderately tortuous, mildly calcified right coronary artery (rca). The physician implanted a 2.5x15mm promus stent in the distal rca, a 2.75x18mm promus stent in the mid rca, and a 3.5x23mm promus stent in the proximal rca. The physician was using a atlantis sr pro² intravascular ultrasound (ivus) catheter for post-imaging of the implanted stents. Upon removal of the device the ivus catheter's guide wire exit port became stuck on the 2.5x15mm promus stent. The physician advanced the ivus catheter several times releasing it from the stent. The 2.5x15mm promus stent remained undamaged and the ivus catheter was removed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: examination of the device revealed, the two flaps of hub rotator were damaged. The unit was able to connect into mdu system properly. The guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, no image appeared in the system due to electrical short at distal. No other issues or defects were observed during visual and functional analysis of the returned device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).